Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Batch # unk. Additional information requested but unavailable: I am seeking clarification of the event: it was reported that they used the device to cut the rectum. The gun locked, knife locked and the use return button is not working. They changed to another gun and it's still not working. It was reported that there were three devices used in the case ec60a, pse60a and pse45a. What was the issue with the ec60a? What was the issue with the pse60a? What was the issue with the pse45a? Did the device eventually open? If no, how was the device removed from the tissue? How was the case completed?

Event description:
It was reported that during an unknown procedure, they used the device to cut the rectum. The gun locked, knife locked and the use return button is not working. They changed to another gun and it&#62688;still not working. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m52c2f. The analysis results found that one pse60a device was returned with the anvil bent upwards and damage on the knife slot. No further functional testing could be performed due to the condition of the device. The damage to the anvil is consistent with the device being clamped over an excess of tissue, causing the anvil to bent and for the firing stroke and the staple form to be incomplete. If firing continues the knife will buckle and as the knife is attempting to pull the anvil towards the cartridge to form the staples it will result in the damage observed on the anvil.